Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the system lost power twice, causing it to shut down both times. The technical support engineer (tse) was unable to access the current system logs. The customer mentioned that there was no visualization of the instruments while they were grasping tissue. The tse asked about the power button led statuses, and the customer noted that some were amber while others were blue. The tse guided the customer through a hard power cycle of the tower and a check of the connections, confirming that all carts were in standby. After powering the system back on, the customer continued to receive a restart message. The tse instructed the caller to perform another power cycle, and the system restarted with an error again, but visualization on the tower was restored. The tse then guided the customer through removing the instruments from the tissue and undocking. Despite pressing restart again, the issues persisted. The tse briefly observed 307 errors on console one, but logs were still unavailable. The customer decided to continue the procedure laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a robotic sigmoidectomy, and there was a 7 cm incision made for a handport due to the conversion. The patient tolerated the change well, and there was no injury to the patient. The procedure was delayed by approximately 30 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse identified an error indicating that a node configured to be present stopped responding and an error that the node that logged the fault is running its golden image on the surgeon side console (ssc) and vision side cart (vsc). The hospital staff reported there were two power outages that caused the system to stop working. The fse reprogrammed the ssc and vsc to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.